Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The root cause of the reported phenomenon could not be identified. However omsc presumed that the reported phenomenon was occurred due to the video connector socket failure of the subject device with followings; -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -the repair history cannot be checked because the subject device is destined for overseas. - image failure occurred due to t the video connector socket failure from olympus china evaluation finding. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device. It was found the video connector socket failure which made some stripes appeared on the image. However this image was not like that there was so intense noise or flickering that the endoscope image cannot be seen. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user, that the image of the subject device was flickered due to the loose video connector socket of the subject device at the unspecified timing. There was no patient injury associated with this report.